Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l58814, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and clonidine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. The patient's pump had flipped. The patient was unsure when this occurred but thought it was between 1999 and 2001. The pump was revised and a mesh pouch was put around the pump. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.